Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Waste bag pressure high alarms occurred on two consecutive routine hemodialysis treatments which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment.

Manufacturer narrative:
Blood loss attributed to clotting of the extracorporeal circuit which most likely occurred due to the elapsed time spent troubleshooting alarms. The user's guide states to discontinue treatment with rinseback if alarms cannot be promptly resolved. The alarms are most likely the result of restriction in the waste line. Occasional alarms during hemodialysis are expected and should not result in a blood loss if device labeling is followed. There is no evidence of a device malfunction. A direct correlation between the system one and the blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.